Event description:
During an implant procedure, the helix of the right ventricular (rv) lead was unable to be retracted. Additionally, the rv lead was unable to be removed from the catheter. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of helix mechanism issue and deformed helix were confirmed. As received, a complete lead was returned in one piece for analysis with the helix extended, stretched, bent, and clogged with blood/tissue. X-ray examination revealed the helix was stretched and bent at the helix region, which is consistent with procedural damage. Unable to test the helix mechanism/extension length due to condition of the helix as received. The cause of helix mechanism issue was isolated to helix being damaged and blood/tissue in the helix region.